Manufacturer narrative:
Device received no button response due to pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the keypad of the insulin pump was not responding. Customer¿s blood glucose level was unknown. Customer states she had been pressing down really hard on the buttons to get them to respond. Customer stated that the scroll bar was not moving with no input and there was no response from any button. Customer was advised to place insulin pump in storage mode. The customer was also advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.